Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. It was noted there was a leak in the cuff. The aus was explanted and replaced. There were no additional patient complications reported.